Event description:
The patient was undergoing angiography and angioplasty when the transend wire broke inside the catheter. The wire was retrieved successfully and there was not any injury to the patient.